Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (B)(6), a non-penumbra sheath, and a guidewire. During the procedure, the physician used the cat12 and the rotating hemostasis valve (rhv) for approximately twenty minutes and completed a few passes. The physician then attempted to advance the (B)(6) through the rhv; however, it would not advance. It was then noticed that the rhv was leaking air and the rhv could not be resealed; therefore, the rhv was removed. The procedure was completed using a new rhv, the same cat12, and the same (B)(6). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned rhv revealed that the seal within the rhv was damaged. This damage likely contributed to the inability to advance a sep12 through the rhv during the procedure. During functional testing, the rhv was flushed with air while submerged and with the rotor cap fastened, and air bubbles were observed. The damaged seal within the rhv likely contributed to this damage and the inability to be resealed during the procedure. Penumbra accessories are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.